Manufacturer narrative:
(B)(4). Batch#: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any patient consequences? If yes, please describe. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the internal metallic bag opening support did not work properly and the collector bag did not open properly, making it impossible to use.

Manufacturer narrative:
(B)(4) date sent: 8/10/2022 additional information was requested, and the following was obtained: were there any patient consequences? If yes, please describe. There were no consequences for the patient. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pouch device was received was returned fully deployed. The device was disassembled and one support arm was found broken and the remaining piece of the broken support arm was still attached to the push-pull rod; the other support arm was in good condition and attached. In addition, the distal plug was noted to be scratched. The suture was still attached to the device and torn; the bag was not returned. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A possible cause of the damage is the application of external excessive force over the device that causes the support arm to become broken and the distal plug to be damaged once the instrument was fully retracted.